Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was confirmed to be in safety mode. Analysis of device memory confirmed that the device went into safety mode as a result of experiencing firmware resets. This family of devices has been specifically designed such that if three system resets occur within a 48-hour period, a device will enter safety mode. The pulse generator is equipped with dedicated safety core hardware that is intended to provide life-sustaining therapy if certain non-recoverable or repeat fault conditions occur and result in a system reset. These types of faults indicate a loss of component integrity in the pulse generator¿s central processing unit (cpu), including the microprocessor, program code, and system memory. Using minimal hardware (i.e., unipolar lead configuration), safety core operates independently and acts as a backup to these components. Our product performance quality system was reviewed and this was determined to be a non-patterned issue. This anomaly has been reported to our engineering and manufacturing departments, and an investigation is currently underway to determine if future actions are appropriate. Boston scientific has a vigilant quality monitoring system and we will continue to analyze field performance data to ensure that risk remains within expectations.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this device had gone into safety mode. The device was explanted and replaced. No additional adverse patient effects were reported.